Event description:
It was reported by hospital nurse that a patient with an implanted edwards aortic bioprosthetic valve was diagnosed with severe aortic insufficiency after an implant duration of approximately 14 years, and underwent a transcatheter valve implantation inside the failing valve (valve in valve). Operative report indicates no complications during the intervention procedure; the patient was hemodynamically stable at the conclusion of procedure and taken to the ccu for observation.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe aortic insufficiency cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event. No CAPA is applicable; however, we will continue to discuss these events at the weekly compliance meeting to address the reporting decision. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.